Event description:
My sister used a bandage on her arm and received a chemical burn from it. She has never had a reaction to a bandage before and has no known drug allergies. Two weeks later, my father used the exact same bandages to cover some stitches. He also received a chemical burn we've come to the conclusion. It was the equate large size bandages. To cover a surface wound. Ref report: mw5161561.